Manufacturer narrative:
On 08-oct-2019, mentor received the suspect medical device. On 21-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2020, it was decided to patient symptom anisomastia to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) h6:health effect ¿ clinical code was added as deformity/disfigurement (e2308).

Manufacturer narrative:
Mentor received additional event information that the patient also suffered a massive weight loss with excess skin on breasts. As a result, the patient underwent replacement with 605cc smooth mentor memorygel breast implants, catalog # smpx605, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2019. This medwatch report is for the right-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 500cc mentor smooth round moderate plus profile, catalog # 3502500, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 500cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.